Manufacturer narrative:
The ge service rep replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported that the c-arm displayed an interlocks open error message before the case started. The doctor was starting to perform a hip surgery and wanted the c-arm replaced with another system.